Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 525 mg/dl with large ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and basals were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. It was determined by cts that miscounting carbohydrates contributed to the bg excursion and referred the patient to their healthcare provider for diabetes management. It was also determined that an incorrect manual calculation of insulin dosage contributed. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.